Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/17/2012 and was last repaired on (B)(6) 2013 for a non-related issue. Evaluation of the device observed no damage and the device met all functional specifications. The device was within calibration specifications at all settings. Cause of the event was most likely incorrect user technique. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii was skipping while cutting the skin. There was a report of patient harm and a surgical delay of two hours. Surgery was completed with another device. Additional clinical follow up with the customer indicated that five separate zimmer air dermatome ii devices were used in the same procedure. It was reported that the devices damaged multiple grafts, so additional unplanned grafts had to be harvested. After the fifth device failed, an air dermatome model 8801 was retrieved to complete the case without issue. This MDR is being submitted in conjunction with the following medwatches as all five devices are related to the same event: 1526350-2013-00370, 00371, 00373, 00374.